Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that two heartstring iii seals failed. The hosp has not provided any additional info. We are following up with the customer for additional details of the event, including the lot number, details of the failure, and how the procedure was completed. No pt injury was reported. Refer to MFR report #2242352-2013-00796 for the related report.